Event description:
Total gastrectomy procedure. Ralc30v dlu was fired. "Firing complete" message was received on pc. However, the unit jammed and got stuck in the tissue. Manual release was ineffective to remove the dlu. Therefore, tissue was cut to remove the device. There was a loss of blood and the gastric arteries had to be sutured to complete the case.